Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they experienced high blood glucose level and low blood glucose level. The customer¿s blood glucose level was over 500 mg/dl. The customer was treated with bolus for high blood glucose and with juice for low blood glucose level. The customer experienced coma for 7 hours. Customer did not report any symptoms related to high blood glucose. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.